Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I followed the directions, but 3-4 days after using, the bottom harder plastic became detached from the top piece, then about 1 week to 10 days later the top piece was worn clear through, leaving it unusable. Thank you! I threw the receipt away after the first day I used it, but I had the box.